Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that prior to procedure grey bar battery status was observed on the implantable cardioverter defibrillator (ICD). A second interrogation was completed and the grey bar status remained. The ICD was never used. No patient was involved in this event.